Event description:
It was reported via repair work order that the ground path on the auxiliary power cord was compromised due to a missing ground pin. It was also reported that the foot end lift was elevated and wont lower due to damaged lift power coil and lift sensor coil. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.